Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving error of very low reading. The account generated axsym bhcg results of 1722 and 1502 miu/ml on a patient sample tested 1:200 autodiluted. The sample was tested at another facility yielding architect bhcg results of <1.2 miu/ml. The sample was tested at a third facility (method not specified) yielding a negative result. There was no impact to patient management reported.